Event description:
During a battery replacement, when the new generator was connected to the old lead high impedance was observed. The lead pin was removed and reinserted after relieving back pressure and high impedance was still seen. The surgeon then examined the lead and noticed knicks in the lead and decided to replace the lead. The explanted device have been returned, but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.895 volts, and the memory locations on the generator indicated that 77.783% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. Product analysis for the lead is still pending.

Event description:
Product analysis was completed on the returned lead. During the visual analysis of the returned 295mm portion, the ring quadfilar coil appeared to be broken approximately between 260mm and 268mm from tip of connector pin. Scanning electron microscopy was performed on the quadfilar coil break and found evidence supporting a fatigue fracture; stress induced. The tears, punctures, and the cut ends that were made during the explant process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. What appeared to be white deposits were observed on the outer silicone tubing. No other obvious anomalies were observed, note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.